Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. Customer experienced elevated blood glucose levels up to 1500 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged 5 days later, (B)(6)2026, with the issue resolved and no permanent damage.

Manufacturer narrative:
In use at the time of the event: cgm model: g6 mobile os: ios / ios_iphone 12 / 2.9.1 / ios_18.6.2.